Manufacturer narrative:
Returned device was received in poor physical condition. The pump had water damage from internal leak, enclosure was cracked inside device at the elbow tubing causing a leak, both covers were cracked and chipped and line cord was worn. During the evaluation of the device, there was a crack inside the device at the elbow tubing. The enclosure was determined to be the cause of the issue and upon replacing, the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device leaked from the tubing. The issue was identified during testing and no patient involvement reported.